Event description:
A user facility reported to olympus, the evis lucera bronchovideoscope was leaking from the suction channel. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer returned device, the scope coating on the connecting tube was found peeled off (over 1 to 2mm). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for device evaluation and the bending cover leaking was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, the investigation presumed physical stress, chemical stress, and storage environment, as cause of the reported issue. According to the investigation physical stress as don¿t not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient chemical stress as if the cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. In additional, the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.